Event description:
The reservoir cardiotomy section of the oxygenator clotted during the procedure. The oxygenator was changed out. No pt injury occurred as a result of this event. No further details or pt info is available. The unit is not available for evaluation.